Manufacturer narrative:
(B)(6). One device was received for evaluation. Visual inspection found the device to be in worn condition, and the air detector is showing signs of fluid ingression. A review of the event history log was unable to be performed. An internal inspection found fluid ingression. Functional testing was performed. Upon testing, the reported problem was confirmed and verified. The pump was alarming, but the display wasn't working. It was determined that the root cause was due to fluid ingression. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device has exhibited multiple alarms. There was unknown patient involvement.